Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome and spinal pain. It was reported that the patient's device was removed in (B)(6) 2018. Patient did not know exact explant date. It was reported the device was explanted because it was hurting her when she was sitting or walking. Patient could not sit longer than 10 minutes. No further complications were reported/anticipated.